Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03939. It was reported that air embolism occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) and 27mm watchman ® laa closure device & delivery system (wds) were used. During the procedure, air was introduced into the sheath. The anesthesiologist noted that the patient¿s heart rate lowered. This was treated medically. There were no further patient complications reported and the patient was reported to be fine.

Manufacturer narrative:
Age at time of event, age at time of event (unit), patient sex, describe event or problem. (B)(4).

Event description:
It was further reported the air was observed when they were advancing the wds. They were pulling air from the sheath. They removed the wds and continued to find air in the sheath. It was believed that the air entered the sheath when the pressure bag of saline ran out of fluid. They were running a pressure line to the access sheath and when the bag ran out, it allowed air to enter the sheath. They closed the valve on the sheath that was connected to the empty saline bag and re-flushed the was. They did not reconnect the saline line after that. Air was not visualized in the patient's anatomy. Shortly after noticing that there was air in the sheath and that the saline line had run dry, the patient had a drop in pressure. It was the staff¿s believe that it was reflective of an air embolus.